Manufacturer narrative:
Cause investigation and conclusion: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. In the instructions for use the following is stated: potential device or procedure-related adverse events. Adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm enlargement. Endoleak. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause.

Event description:
It was reported that on (B)(6) 2016, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. Following the initial procedure, a maximum aortic diameter of 55 mm was measured using ultrasound. The maximum aortic diameter increased to to 62 mm as measured using ultrasound on (B)(6) 2021. On (B)(6) 2023, the patient presented with a type ia endoleak and was treated with the implantation of an additional device to extend the endoprosthesis proximally.

Manufacturer narrative:
Concomitant medical products: gore® excluder® aaa endoprosthesis - plc231400 (sn (B)(6)). Gore® excluder® aaa endoprosthesis - pxc141000 (sn (B)(6)). Gore® excluder® aaa endoprosthesis - plc231000 (sn (B)(6)). B14 and c19: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. B20. Other: the device remains implanted, therefore a product evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.